Event description:
During preparation for use for a cardiopulmonary bypass procedure, the user reported the level detector adhesive pads would not stick to the reservoir. As a result, the level sensors could not be placed on the reservoir wall. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Investigation in progress, but not concluded.